Event description:
The advocate stated that blood glucose tests were performed using the customer's 3 contour meters. The readings were 80, 98, and 39 mg/dl. The difference between the readings (80/98 mg/dl vs. 39 mg/dl) falls in the "c" zone of the consensus error grids, making the difference clinically significant. No adverse events were alleged. The advocate performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned for evaluation.